Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed to stay closed. The field service engineer successfully followed the drawer recovery process, entering blind counts for several medications to complete the procedure. Access to door 2 via inventory was also successful. The system functioned as intended after the field service engineer resolved the issue. E1: facility name: john muir physician network concord cancer services

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the door failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.